Event description:
Getinge became aware of an issue with one of the surgical equipment - eqt. As reported, the spring arm did not maintain its position and hit a nurse¿s head. No injury was reported and no medical intervention was required. However, we decided to report the issue out of an abundance of caution, as the device hitting personnel could lead to serious injury.

Manufacturer narrative:
Occupation: maintenance service. Initial reporter: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.